Event description:
Further follow-up revealed that the patient has experienced a reduction in seizures since programming the device back to on. It was reported that the patient is taking more and that this behaviour is good.

Event description:
When the patient's device was programmed on, the patient went home and subsequently experienced complex partial seizures status. The patient was instructed to place the magnet over the generator to deactivate the device. However, the patient reportedly continued to have seizures. The patient went back to the doctor's office and diastat was administered and the device was prograamed off. The physician reported that he plans to turn the device on at a lower setting and a longer off time. In 2005 they were turned on at 0.5ma current, on time of 30 seconds, off time 5 minutes. The patient went home, had complex partial seizures status. Placed the magnet over the device to turn the stimulation off, but the patient continued to have complex partial seizures status. The patient was instructed to come to the physician's office where diastat was administered and the vns device was programmed off. It was further reported that the status resolved after the vns was turned off and diastat was administered. The physician also indicated that the event was related to the vns and the change in seizure frequency was above the patient's pre-vns seizure activity. The vns was deactivated for approximately 10 days after this event and was turned back on at .25 ma output, 30 seconds on and 30 minutes off. There is no further information at this time as to how the patient is doing since the device was reactivated. The likely cause of the event was the initial device stimulation